Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pulse generator exhibited backup operations.

Event description:
New information received notes that the patient presented in the clinic for a follow up. Interrogation shows the pulse generator was exhibited backup operations due to radiation. Programming changes were made. The patient was stable.